Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-12100. Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6009951 have already been previously tested in the complaint (B)(4) on 27/jun/2025. The reference samples were visual inspected and tested for flow. All test results were within specifications as per the test report (B)(4) complaint test report. Device history record (DHR) review: the lot 6009951 was manufactured according to the work instruction (wi) version 118 in the line 10, on 28/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 14/jul/2025 against malfunction code soft cannula found crimped and lot 6009951 and no other complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion sets crimped cannula events on (B)(6) 2025. Events occurred within 3 hours of insertion. The insertion site was the abdomen. Blood glucose level was displayed high at the time of the event due to which patient took assistance from family nurse practitioner (fnp), (B)(6); urgent care and advised to visit to emergency room (ER) and patient got treated with correction bolus via pump. Patient has ketones. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.